Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the aspiration valve and the tubing to resolve the issue. Beckman coulter internal identifier is (B)(4). No additional patient demographic information provided.

Event description:
The customer reported receiving erroneous patient results for multiple analytes on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.